Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that shaft break occurred. The 95% stenosed target lesion was located in a severely tortuous and severely calcified right coronary artery. A 3.00 x 48 synergy drug-eluting stent was advanced for treatment. However, during the procedure, it was noticed that the middle segment of the shaft was broken. The device was successfully removed, and the procedure was completed with another of the same device without any patient complications reported. The patient was fine post-procedure.